Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, unexpected restart, displacement, rewind, basic occlusion, and excessive no delivery alarm tests. Unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump was unable to complete the functional testing due to the prime anomaly. The pump was received with missing segments during the testing due to an open lcd zebra connector. The pump was also received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call partial display on the insulin pump. Customer's blood glucose level was 156 mg/dl. Troubleshooting for partial display was performed. Customer used a new energizer battery and the anomaly persisted. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.